Event description:
Litigation papers allege that while patient had some initial relief from the hip pain which lead to the implant, for the past 4 plus years he has essentially found himself no better than he was pre-implant.

Manufacturer narrative:
Corrected:correction/removal reporting number.the asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege that while patient had some initial relief from the hip pain which lead to the implant, for the past 4 plus years, he has essentially found himself no better that he was pre-implant. Update: (B)(6) 2011 - plaintiffs preliminary disclosure form was received, which identified part/lot information and correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.